Event description:
It was reported that a spectrum pump was "not responding to the door opening". This occurred during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was not responding to door opening was found to be the door not opening or hard to open. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a bending link. The link/ link switch were required to be adjusted/ verified to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.